Event description:
A baxter engineer reported a pump with failure code 570. It is unknown when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.